Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the reservoir herniated. The device was removed and replaced with a new ipp. There were no patient complications reported.